Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 600 mg/dl. The patient had was short of breath, stomach pain, his heart was racing, lethargic, was nauseous and vomiting. For treatment, the patient was given insulin and pills for stomach pain. The patient was discharged after 10 hours. The patient reported being unsure if the cannula was properly seated, while wearing the pod between 36 and 48 hours on the leg. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.